Event description:
It was reported that the right ventricular (rv) lead showed an increase in oversensing that triggered the lead integrity alert (lia). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for lead failure predictor on 25-sep-2011 10:18:24. Ventricular nst (non-sustained tachycardia) <=190 ms on 25-sep-2011 at 08:50:51 and 08:55:43.